Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).

Event description:
An optometrist reported a case of bilateral myopic regression, observed at six month post lasik treatment. Pt noted blurred vision at distance. Add'l info has been requested. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.